Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose grip cable. Further inspection found no cracked clamping pulleys, input disks, input shafts or loose clamping pulley screws that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "the grip cable appears loose, as per rectangle. The loose grip cable would cause imprecise motion as per stated by customer.''

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a loose wire around the wrist, and jaws didn't open when the wrist was positioned to the right in pitch. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: it was reported that there were no visible abnormalities with the force bipolar instrument such as a dislodged or misaligned jaw or a grip tip sticking out; however, the jaws did not fully open when the wrist was positioned to the right in pitch. Prior to removal, the instrument was described as having slightly open jaws with the wrist in a straight position, and the jaws could not open any further than shown in the attached photo, although they were not stuck closed on tissue. Despite this limitation in jaw opening, there were no difficulties removing the instrument through the cannula, and extraction was performed without issue.